Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the reported patient effect(s) of angina, and arterial perforation are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The graftmaster is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a myocardial infarction and thrombectomy was performed. Following, a 3.0x28mm xience alpine stent was implanted in the mid left anterior descending (mlad). Post implantation, a mlad perforation occurred. A 2.8x19mm graftmaster stent was implanted; however, there was still minimal extravasation (leaking) noted. A dilatation balloon catheter was inflated for 5 minutes as treatment and the perforation sealed. During this procedure, the patient experienced chest pain; nitroglycerin was provided. The event resolved without issue. Following, a 2.5x15mm xience alpine stent was implanted in another lesion without issue. The patient is in stable condition and is reportedly doing fine. Per physician, the graftmaster stent did not cause or contribute to complications or adverse events. There was no additional information provided regarding this issue.